Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading with the adc device compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "tired, head turning, no strength to get up," a loss of consciousness, and was able provide self-treatment by eating ratatouille and a pork chop. No third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s, model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.